Manufacturer narrative:
Device available for evaluation: product ID: 37761, serial#:(B)(4), product type: recharger. Product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging. The desktop charger had a damaged cord. No symptoms reported. A replacement was sent. It was reported that they have not received the replacement desktop charger yet. They stated the device is low and they haven't been able to charge and the patient is now shaking and the connector pin broke off the desktop charger.